Event description:
We received a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured hematoma at r axillary impella site, respiratory failure, and "accelerated junctional rhythm" with a "possible" relationship to the impella device used. Hematoma was treated with surgical intervention, respiratory failure was treated via mechanical vent, and accelerated junctional rhythm was treated via inotropes. The patient survived.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the vf/vt/af/at issue has been completed since the original report was submitted. The device was not returned by the user facility for investigation. The root cause of the access site bleeding cannot be determined since the product was not returned and insufficient clinical details were provided. As the necessary clinical information was not provided and the device was not returned, the root cause of the vt/vf was not determined. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.